Event description:
It was reported that during a laparoscopic cholecystectomy procedure, first two clips was fired without problem. After operator tried to fire third clip, operator experienced difficult to fire the trigger. Clips didn't close properly, so it was impossible to apply them on vessels. So a new device was used to carry out the operation. No adverse patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.